Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized (ps) standard femoral catalog # 42500606002 lot # 63087014, persona all poly patella catalog # 42540000032 lot # 63208920, persona stemmed tibia catalog # 42532007102 lot # 63226189. Study: persn_u1402k. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00067, 0002648920-2018-00365, 0002648920-2018-00366. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain and swelling in knee eight months post implantation. Patient underwent an aspiration which alleviated the concerns.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.